Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A relationship between the device and reported incident was established. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. Review of the product instructions for use found adequate warnings and precautions to prevent damage to the device during use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. Clinical evaluation was completed and concluded that based on the information provided, the procedure completed without significant delay using a back-up device. The impact to the patient was the additional hole required, no other complications reported. Should additional medical information be required, this complaint will be re-assessed. Visual inspection shows a returned drill guide/drill. The drill was stuck inside the guide but drill could be removed using a tool. The part shows deep groves on the shank with a chip that got worked into. The drill cannot be completely inserted and therefore will stop. No other parts were returned with the instrument. There were no manufacturing abnormalities visible/ measurable. The complaint is verified. Potential factors unrelated to the design or manufacture of the device that may lead to the failure include, but are not limited to: (1) excessive force. (2) incorrect attachment of the drill to the drill handle. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a hip surgery, when tried to slide the drill down the guide, it got stuck. The procedure was completed without significant delay using a back-up device in an additional bone hole. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.